Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call power error detected alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for power error detected alarm was performed. Customer advised the power error detected alarm recurred every four hours and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Unit received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay and minor scratches on lcd window.